Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered three shocks due to low amplitude and t-wave oversensing. The system was reprogrammed into the alternate vector and will continue to be closely monitored. This system remains in service. No further adverse patient effects were reported.